Manufacturer narrative:
Device passed functional testing including stop current test, run current test, self test, off no power test, unexpected restart error test, seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Motor passed motor test and no motor error alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 530 mguse of the device and revert to a backup plan. The customer was advised t/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue hat the device would be replaced and agreed to return the product for analysis.